Event description:
It was reported that the lower display screen is missing pixels on the left hand side. The external pulse generator (epg) has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the lower case and side bail covers were broken, one case screw was missing, and the battery contacts were compressed. (B)(4).